Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that he patient was experiencing constant vibration to up to 2 minutes and pain afterwards and so they requested adjusting their stimulation. The patient mentioned the pain started last monday which they usually felt when sitting or when in bed and also when they put pressure on their heel and to the side where the implant was located. Patient mentioned they had to be careful while they walk sometimes until the vibration went off. They also mentioned episodes of not making it to the bathroom once in a while. The agent walked through in adjusting the therapy from 0.5 program 3 to 0.4 program 3. The patient confirmed during the call they were not feeling any vibration and pain during the adjustment. Advised patient to monitor symptoms. Redirected to doctor if issue persisted .